Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedances of greater than 2500 ohms and a threshold of 6.0 volts. Loss of myocardial capture was also reported. The lead was suspected to have fractured. An invasive revision procedure was performed where the lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.